Manufacturer narrative:
(B)(4). The customer¿s report of visualized smoke was not confirmed. Physical inspection noted the pump module's left (female) iui had thermal damage. The pcu¿s right iui pins 13 and 14 were shorted. Analysis of the pcu event log shows that oxytocin was infusing. At 6:48pm, a channel disconnect occurred and pump module s/n (B)(4) and pump module s/n (B)(4) (which was idle) were removed from the system. This was followed by audio failure and pcu malfunction events. The pcu error log shows the audio failure to be a log-only main speaker failure (error code 133.6090.5) and the pcu malfunction to be a low backup voltage failure (error code 120.4410.0). The cause of the reported event was identified as a short in the pcu¿s right iui.

Event description:
The customer reported that during infusions of lactated ringers and pitocin, a pump was observed to have smoke coming out of it. The unit was removed from the patient's room and evaluated in the biomed department where it was noted to have burned and melted iuis, and moisture related to the transfer of the infusions to a new pump; there was no patient harm.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
We received a medwatch that stated: " staff called and stated IV pump was burning and smoke was coming out of it. It was on a patient, they removed it from the patient and I had them quarantine it and now it is in my shop. Upon investigation of the pump, I noticed that the latch mechanism that hooks the pump to the brain was burned and melted, it was also wet. I called the staff and they stated it got wet after they were alerted that the unit was smoking in a frantic attempt to remove the bags attached to the unit and the patient as quickly as possible. There was no patient and/or healthcare provider harm. This has happened 3 times in the past. The last preventive maintenance was done approximately 4 months ago."

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer reported that during infusions of lactated ringers and pitocin a pump was observed to have smoke coming out of it. The unit was removed from the patient's room and evaluated in the biomed department where it was noted to have burned and melted iuis, and moisture related to the transfer of the infusions to a new pump; there was no patient harm. We received a medwatch that stated: " staff called and stated IV pump was burning and smoke was coming out of it. It was on a patient, they removed it from the patient and I had them quarantine it and now it is in my shop. Upon investigation of the pump, I noticed that the latch mechanism that hooks the pump to the brain was burned and melted, it was also wet. I called the staff and they stated it got wet after they were alerted that the unit was smoking in a frantic attempt to remove the bags attached to the unit and the patient as quickly as possible. There was no patient and/or healthcare provider harm. This has happened 3 times in the past. The last preventive maintenance was done approximately 4 months ago."